Event description:
The physician was clipping the saphenous vein branch. The clip applier would not release from the tissue. The area had to be pulled out of the incision and clipped with regular clip applier. The clip is still stuck in the applier with a piece of the vein. There was no apparent harm to the patient.